Event description:
Contact reports the valve became occluded and did not continue to drain the patient's ventricles. The surgeon believes the ventricular catheter may have slipped out of the ventricules but is not 100% sure.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was occluded. The valve was returned without catheter for evaluation. The serial number of the valve was found to be and the product code was found be 82-3834 and not ns504n as reported by the customer. The valve was on position 100mh2o when returned. The valve was tested for flow. An occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore, a fine needle was inserted into the flow opening of the valve inlet, under the ruby ball and its seat. The ruby ball was manually popped free from its stuck position using light force. Since the valve could not reprogram as expected, no pressure test could be performed. However, the pressure was measured for position 100mh2o. A slight over drainage was noted. The valve was examined under microscope at appropriate magnification and it was dismantled. Biological debris was noted in the pressure and programming control mechanism. It was the likely root cause of the occlusion noted and of the valve's inability to reprogram as expected. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released in june 2004. The biological debris was the apparent root cause of the malfunction noted on the device. The debris stuck the ruby ball on its seal. The debris noted on the lower side of the cam and on the base plate was the apparent root cause of the valve's inability to reprogram. No other potential causes for the programming and pressure control problems were noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.